Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the full lead was returned and analyzed. No anomalies were found. Lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during preparation for the procedure, it took over 15 turns to extend the helix. When the helix was extended, there was concern "it might get stuck with the white part of the tip". A new lead was used and the operation was ended successfully. No patient complications have been reported as a result of this event.